Manufacturer narrative:
The returned device was evaluated and in the case description the user states the device was delivering a bolus by itself to make up for a carb entry of 66 grams. The user states they did not activate the bolus calculator. The device was not received for investigation. The log files of the reported device were uploaded to the cloud by the user. Inspection of the log files found no data from the date of occurrence, (B)(6), as the earliest data was from (B)(6). Inspection of later bolus calculations found no issues or defects in the bolus calculator that would cause a failure. Due to the log files from the date of occurrence being unobtainable, the cause of the reported event could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported uncommended bolus. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
A patient reports while sleeping their controller had delivered an uncommanded bolus of insulin for 66 grams of carbohydrates. The patient reports they had not activated the bolus calculator on the controller. The patient reports their blood glucose level had dropped to 40 mg/dl.